Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on 2 oct 2019, indicates that the implantable cardioverter defibrillator experienced backup vvi again. The device was explanted and replaced.

Event description:
New information received on 23 oct 2019, indicates that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to multiple parity errors. The device was tested on the bench and no anomalies were found. The cause of the bvvi was unable to be reproduced and could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a n implantable cardioverter defibrillator that was in backup vvi. Programming changes were made, and the patient was stable.